Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. No delivery or occlusion alarm or device problem noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that the customer experienced diabetic ketoacidosis but was not hospitalized. Customer¿s blood glucose level was 200 mg/dl at the time of incident. Customer stated that the insulin pump had insulin flow blocked alarm. Advised the insulin pump will need to be replaced. Advised to revert to backup plan. The insulin pump will be returned for analysis.